Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. D6b. Explantation date: (B)(6) 2025. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 46-year-old caucasian female patient underwent a primary breast augmentation with two 375cc mentor memorygel breast implants and experienced bilateral ruptures post-operatively, which was diagnosed with an MRI. As a result, the patient underwent bilateral device explantation on (B)(6) 2025. This report is for the left side device.

Manufacturer narrative:
On september 02, 2025, mentor received additional information regarding the patient's event. It was reported that the patient experienced device migration on the left breast. Significant bottoming out was reported. Code a010402 has been added in section h6 to capture this additional information. It was also reported that the patient had a left biopsy clip on the left side. Code f19 has been added in section h6 to capture this additional information. On september 03, 2025, mentor received additional information reporting that the rupture was only on the patient's right side. The patient's contralateral side is being reported in manufacturer's report number 1645337-2025-07780. Mentor has updated it's complaint coding accordingly. Manufacturer¿s reference number: (B)(4).